Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Storage space keeps failed and user tried to clear error, but issue remains unchanged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found a device was not detected error on the full height drawer. The issue was determined to be caused by a defective drawer controller and pyxis module bus board, along with a damaged sensor board. The drawer controller, pyxis bus board, and sensor board were replaced. The drawer was restored to proper functionality. The system functioned as intended after the field service engineer repaired the device.